Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-23 h6: investigation summary customer returned (1) sealed 5mm, 31g pen needle from lot # 0036227 and (1) victoza pen. Customer states that the pen will not dispense. The returned pen needle was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. See h.10.

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to inject insulin during use. The following information was provided by the initial reporter: consumer called stating her victoza pen will not dispense with the novo pen needles. Stated she called them to inform them. Inquired if the bd pen needles will fit on the victoza pen. Advised that the bd pen needles are a universal fit. Consumer then reported this morning while testing one bd mini 5mm x 31g pen needle, not even a smear of medication came out. Consumer does not prime, stated she will lose her medication if she primes. Stated she believes she has a defective pen. Lot # 0036227 cat # unknown date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to inject insulin during use. The following information was provided by the initial reporter: consumer called stating her victoza pen will not dispense with the novo pen needles. Stated she called them to inform them. Inquired if the bd pen needles will fit on the victoza pen. Advised that the bd pen needles are a universal fit. Consumer then reported this morning while testing one bd mini 5 mm x 31g pen needle, not even a smear of medication came out. Consumer does not prime, stated she will lose her medication if she primes. Stated she believes she has a defective pen. Lot # 0036227, cat # unknown, date of event: (B)(6) 2020.